Manufacturer narrative:
(B)(4) batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: it has been advised that as the registrar assisting the surgeon during the case went to close the handle and fire the device, there was no audible crunch from the washer. With no audible sound the surgeon checked the anastomosis and noticed that the staples had not formed appropriately - not in a b shape as per usual - he also checked the donuts and noticed that 1 had not formed properly and was broken. To rectify the issue he performed an ileostomy with a new device to complete the procedure. At this stage there is no negative impact on the patients outcome. Time surgery delayed: no delay as hospital managed to produce another like device. It was the registrars first experience during the cdh29. Registrar did not fire in one smooth movement - not sure if completely fired properly. No confirmation if washer fully transected. Not sure if ileostomy permanent. Patient status is good - no further complications at this stage. Surgeon has also made the comment as to whether the device was closed down tight enough on the tissue prior to firing - have advised surgeon correct technique following IFU - have advised to tighten down on tissue - wait at least 15 secs for compression and then recheck to ensure tissue still closed and within anvil jaws by check tightening again - then fire in one smooth movement and get handle plastic to plastic.

Event description:
It was reported that during a high anterior resection, the device misfired during procedure. The product was replaced and procedure completed with new stapler.

Manufacturer narrative:
(B)(4). Batch # n5616d. Catalog: cdh33a. Device evaluation: the analysis results found that the cdh33a device arrived with no apparent damage without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.